Manufacturer narrative:
(B)(4). The lot 14b029 was manufactured february 11, 2014 ¿ february 12, 2014. There were no nonconformities, failures, rework, or deviations documented in the manufacturing batch records. There were no changes to specifications, test methods, processes, equipment, or raw materials documented in the lot 14b029 batch records. There were no issues found in the lot 14b029 batch records or prior and subsequent lots. One device was received for evaluation. During visual inspection, an opaque irregular shaped particle, 2.6 mm in size, was found floating in the fluid of the bladder. The particle was identified to be cellulose material via ft-ir spectrophotometer scanning. The reported problem was verified but the cause is unknown. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was found with particulate matter. This occurred after filling of fluorouracil and normal saline. There was no patient involvement. No additional information is available.